Manufacturer narrative:
Other, other text: 29 devices were returned for investigation. A leak test was done on all devices with 6 devices leaking at the male end of the stopcock and male luer lock. This was found to be due to not enough solvent in the area. Root cause analysis traced this issue to manufacturing.

Event description:
Information was received indicating that a smiths medical extension set was leaking during use with IV fluid with nicu patients. There were no reported adverse events.